Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Product image review: submitted image appears to display implant fracture around the screw boss flange.

Event description:
It was reported that during a spinal surgery, the product broke. No fragments of the product remained inside the patient's body. No patient complications were reported as a result of this event.